Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had no sensing and the threshold has increased to 1.4v. This lead was found to be dislodged and the device was programmed to vvi 30 for now.

Manufacturer narrative:
Update 9/19/16 - we were notified that this lead was explanted. The explant date has been added.